Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked leaked at the bottom of the drip chamber where the tubing meets the drip chamber. The device was filled with a chemotherapy drug in dextrose 5% water. The nurse noticed there was liquid in the chemotherapy transport bag prior to patient connection. As a result, the product was remade. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not clearly observed via the provided photograph. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.